Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. Txt table moved down in a sequence by itself. Following sequence: patient was placed on table. Sequence created consisting of centre epi's and treatment fields. After acquisition of the centre epi's, the images were reviewed and accepted - no table shift required. Button "ignore offset" was selected > gantry moved automatically to the first treatment field. Instead of requesting the button "rad on" the table moved downwards by itself. Collision - in mosaiq the table position was -19,6. The system wanted to move the table to -39,7. The gantry was positioned at 150 degrees and would have caused a collision. The investigation of the logfiles confirmed the event was attributable to user error.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. The unexpected table movement may cause an injury of the patient or a mistreatment (dose to wrong location) if not detected by the therapist. Probability: c (remote) the system works as specified. The treatment fields that were selected in auto sequence have different planned table values. These different table values in the treatment plan cause the unexpected table movement. The user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always monitor the delivery of a fraction group that contains more than one beam carefully. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it has reached its target position. Thus, the user is able to recognize unintended table movements in advance, even if these are small. There are buttons installed for emergency power off, which may be used to stop treatment and all movement. However, it may happen that the users do not recognize small table movements and subsequently the dose may be delivered to wrong location. No other products are concerned.